Event description:
The customer reported that the left monitor screen blacked out during fluoro. The customer rebooted the system and still no image displayed during fluoro. An alternate c arm was used to complete the procedure with no injury to the pt.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep replaced the snubber assembly and tested the fluoro/hlf. He verified kv tracking and image resolution in specification. The system is operating as intended.